Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold, extra cardiac stimulation during high output pacing, and high impedance. The lead was repositioned multiple times however was still the same outcome. The lead was explanted and replaced. The patient was in stable condition.